Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 4 pm. He stated that he manages his diabetes with lantus (40u) and due to the alleged issue on (B)(6) 2011 at 4 pm he continued taking his usual dose of medication. The patient claimed '2 hours' after the alleged issue started he felt 'like he was going to pass out, sweaty and could not stand up'. He denied receiving any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that the patient had been using the correct test strips, the batteries were not due for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.